Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that during placement the anchor remained stuck in the sheath. It was reported that there was no harm to the patient. The doctor did an extra check to see if the anchor was in the patient or not. Manual compression afterwards. Additional information was received on 10/5/17: blood loss was reported to be less than 250 cc. There was no extra intervention needed, so the condition of the patient was not influenced. The cardiologist did an extra control to ensure nothing was left of the angio-seal in the patient. There was no other equipment or devices being used with the reported product.